Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp date and MFR date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of the event is unk. It was reported to boston scientific corp that a corflo cubby dual port standard balloon was placed during an enteral feeding device replacement procedure. According to the complainant, approximately a week after placement, the device became unusable because of a pinhole in the balloon. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".